Manufacturer narrative:
Patient-device interaction/major bleed : the cause of the patient-device interaction problem was not determined due to insufficient clinical details.

Manufacturer narrative:
The device is not available for investigation as the patient is still on support. D4 revised.

Manufacturer narrative:
D6b explant date provided

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 27-year-old male patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was taken back to the operating room (or) for a pocket revision due to a hematoma at the insertion site. It was noted that the patient was on heparin at the time. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.6l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.